Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the tubing leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The report that the tubing leaked was not confirmed. No anomalies were observed on the set during visual inspection. Functional testing and pressure testing resulted in no issues. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.